Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician encountered leakage with the bd eclipse¿ needle. Verbatim: clinician experienced: leakage, performs below expectations, no interruption of therapy.